Event description:
The patient reported that for the past 1.5 months prior to the report, they had been "pouring urine at night" and were always soaking wet. It was indicated that the patient went to a healthcare provider (hcp) the day prior to the report and the stimulation was increased. The patient had pain in their left labia and sciatica yesterday and it was worse on the day of the report. This was indicated as a sudden change in therapy/symptoms. During the call, the therapy was on, and decreasing the amplitude from 3.0 to 2.9v eliminated the uncomfortable stimulation. The patient was feeling relief from the pain. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.